Manufacturer narrative:
Final device analysis for the pump revealed no anomaly found. The drug in the pump was bupivicaine. Final device analysis for the catheter revealed no significant anomaly. It had acceptable testing. It was returned incomplete and in segments. A portion of the distal and spinal segment was returned with an elbow anchor in place. The distal end was tied into a knot. It was partially occluded but was able to break loose. No leaking was seen.

Event description:
Attorney alleged that a snychromed ii pump system began malfunctioning in (B)(6) 2009, "resulting in leakage and pooling of the pain medicine in the pt's back". It is alleged that the pt developed a spinal sepsis and an abscess which caused their neurological condition to get progressively worse and eventually led to paraplegia and amputation of both legs. The medication in the pump was not reported. Add'l info has been requested and will be reported if it becomes available.

Manufacturer narrative:
(B)(4).